Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced frequent daytime hypoglycemia while at work, with readings down to 40 mg/dl, after announcing meals and receiving meal boluses, followed by pausing insulin; the user is very active at work, sometimes does not eat proper meals, observed postprandial elevations before subsequent drops, and confirmed that the ilet suspended insulin when glucose was falling. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included transient low glucose readings and self-treatment with oral carbohydrates. Investigation included troubleshooting and education with review of possible contributors and device behavior. Investigation of this case revealed no device malfunction and that the device provided low glucose alerts and automated insulin suspension, while the cause of hypoglycemia remained unclear due to activity and meal variability. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.